Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 1/2/2024. H6 component code: g07002 no device problem found. Additional information was requested the following was obtained: this complaint is for product code: j496h/lot tgmpqk. Could you please clarify if the additional device belongs to this complaint? If yes, did a device malfunction occur during the same procedure? If not, could you please clarify if the additional received product belongs to a different complaint? If so, can you please provide the complaint number. If the device was not reported before, please provide more details of device malfunction. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. If you have the correct complaint product in your possession, please forward the product to ethicon as soon as possible. If you have already sent the product to ethicon, please reply to ethwcqcom@its.jnj.com with the ups, dhl or fedex tracker number. We have had multiple sutures from different lot numbers with j496h --popping off. Patients were not affected, just frustrated surgeons. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample revealed that only it was received an empty foil packet that pertained to product code j496h. As the suture or needle was not returned for evaluation. Although no conclusion could be reached on the cause of the reported event. If additional information is made available, the investigation will be updated as applicable. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-08935 and 2210968-2024-00035.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/17/2023. H6 component code: g07002 - pending evaluation of returned device this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the device(s) for the below complaint ID have not been received for analysis. If the device(s) will not be returned within the next 7 days, please advise when they will be returning, so we can update the complaint file accordingly. If you have already shipped device(s), thank you and please provide the tracking number if available. A device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on 23-oct-2023 and suture was used. The needle is popping off the suture. It is unknown if there were any patient consequences. Additional information was requested.